Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was called to follow up on the survey response. The customer reported that the sensor readings were not close to her blood glucose level. Customer explained that this happened on (B)(6) or (B)(6) 2014 and was only with the first sensor. The customer stated that the sensor was reading 60 or 70 mg/dl and the insulin pump suspended but her blood glucose was 200 mg/dl. Customer was advised to call for assistance if issue happens again. The sensor was not replaced or returned for analysis.